Manufacturer narrative:
Age at time of event: subject was (B)(6) years old at time of enrollment.

Event description:
It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. Target lesion was located in left mid superficial femoral artery (sfa) with 80% stenosis and was 180mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm and was classified as tasc ii c lesion. Target lesion was treated with pre-dilatation followed by placement of two 6mm x 100mm study stents. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, subject visited the site for protocol scheduled 24-month follow-up visit and reported a new incidence of claudication. The walking distance fluctuated between 200-300m and then subject had to stand still due the leg pain. Rutherford classification was 2 (moderate claudication). Physical examination of lower extremities was normal, scars without irritation. The pulses across the bypass were strongly palpable, per source. Duplex ultrasound scan performed on the same day revealed high-grade stenosis in the middle of the stent with peak systolic of over 3m/s on the left. Post stent there was only monophasic flow around 0.3m/s. Thus, the examinations confirmed an in-stent stenosis in left sfa as the cause of claudication and subject was recommended to undergo intervention for the same on a later date. On (B)(6) 2021, subject was hospitalized for planned intervention. Treadmill test was conducted on the same day and subject reported mild pain in left calf after 136m; the pain became more sever after 174m and increased pain until 213m and further. The test had to be discontinued after 309m due to pain. On the same day, 60% stenosis was seen in left mid sfa with 110mm lesion length and reference vessel diameter of 5mm was treated with percutaneous transluminal angioplasty, using 5mm x 150mm unknown drug eluting balloon.post intervention revealed good outcome, without complications and residual stenosis was 0%. The subject was prescribed with dual antiplatelet therapy with clopidogrel and aspirin for 6 months, followed by aspirin for lifetime. On (B)(6) 2021, the event was considered as recovered/resolved and the subject was discharged on the same day.